Event description:
The alaris pump channels did not function properly. The pump read "error" on the pump screen. All three pumps were removed and labeled with biomed work orders. The patient was on vasoactive medication to maintain the blood pressure.